Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the another monopolar device activated without pressing the foot pedal. Residual heat on electrode caused a small serosal burn (less than 2mm) on the patient colon requiring two stitches to repair. The generator was replaced by another generator and the first generator was taken to the biomed.